Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Missing lot number and UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the axiem control box. The system then passed the system checkout and was found to be fully functional. The part has not been returned for further assessment. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that an accuracy error occurred during the second registration. The fault indicator of the control box was orange. Site noted that the axiem control box showed as fault. Rebooting was unable to resolve the issue. Procedure was completed with an optical instrument. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: product and related fields updated to proper value. No 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
The electromagnetic interface box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.